Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19feb2019. Philips field service engineer (fse) confirmed the error in the device history logs, power supply +24v failure (error code 1014). The fse performed extended self test (est) and short self test (est). The fse could not duplicate the issue. The unit passed performance verification tests and was returned to service.

Event description:
The customer reported a ventilator inoperable error code and a power supply 24 volt failure. There was no patient or user harm reported. The event date was not specified; estimate used.